Manufacturer narrative:
The complaint has been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on 3 contacts. The patient underwent a revision procedure, during which, the physician explanted the lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on 3 contacts. The patient underwent a revision procedure, during which, the physician explanted the lead. The patient was reportedly doing well following the procedure.